Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed). (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that there was an implant attempt of two leads. The first attempted lead dislodged prior to slitting the catheter. The second lead dislodged while slitting. The leads were not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.